Event description:
(B)(6) 2024, 10:35 voltage was too low for projected remaining capacity. Estimate is inaccurate due to voltage alert (code 1003). Technical support contacted, will await return call. On 6/7/2024- boston sci recommended 7 day change out window from 6/5/2024.